Manufacturer narrative:
B3 date of event: unknown, used the estimate from patient, (B)(6) 2024.

Event description:
It was reported that the pump of this inflatable penile prosthesis was not working properly. The device was explanted and replaced. No patient complications were reported.